Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient made a social media post. In the post, the patient noted a large inaccuracy of the g7 when compared to a manual glucose. This resulted in trips to the emergency room and use of glucagon by the husband. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.